Event description:
I got off the bus and as I was going down my driveway, my right motor just let go and my whole wheelchair spun counterclockwise very quickly. This could have life threatening. The right motor is now inoperable. There are no motor error codes on the joystick. I have the 7.5 mph motors. I will be ordering a new permobil in february and if I were to order a new motor my insurance company will deny my new chair. I would like new 7.5 mph motor including labor at no charge, if you cannot do that then I would like a loaner chair until I get my new chair.